Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the j-loop was flushed then came separated, without leaking, when connecting it to the IV. There was no patient harm.

Manufacturer narrative:
The customer¿s report of separation of a j-loop was confirmed. Visual inspection observed that the entire male luer was separated from the patient-end of the tubing. Magnified inspection revealed only slight evidence of bonding solvent at the engagement site between tubing and the male luer. Functional testing was not performed due to the obvious separation. The root cause of the separation was insufficient bonding solvent applied at the area of attachment during manufacturing.